Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The advanced evaluation began (B)(6) 2021. It was reported that the patient stated they were taking antibiotics for stomach pain. On (B)(6) 2021, the patient had stomach pain and back pain due to not being able to empty their bladder. The patient stated they were constipated. There were no device issues reported, and no further patient complications reported at this time. Additional information was received from the patient. The patient stated that they went to the hospital yesterday because they were bloated and constipated. On (B)(6) 2021, the patient stated that they had pain in their belly and back. On (B)(6) 2021, they reported that they were having a lot of pain in their back. The patient also stated that their stomach was bloated and that when they have to void it becomes so much that this causes them pain and feels that they need to go right then and there.

Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention . If information is provided in the future, a supplemental report will be issued.